Manufacturer narrative:
Unit was not returned due to pt contact. MDR flowchart completed, not reportable. Failure possibly due to broken electrode - refer to CAPA (B)(4). On (B)(4) 2014: opened CAPA (B)(4) to review 2012 complaints. The unit had made pt contact and was not received for eval. It is not possible to determine an assignable cause for this issue. There is insufficient info for a complete investigation. Completed and attached a current MDR decision flowchart. The DHR for lot 18712-06 was reviewed. The unit met mfg specs when released and there were no issues related to the complaint. This lot has a (B)(4)complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 5 units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Primed, 10 sec test and put in pt and failed instantly on medium.